Event description:
The event involves a pt with a medical history including previous pci and mi. The pt underwent a pci for tight stenosis of the proximal lad in 2007. The proximal to distal lad was treated with elective implantation of two overlapping cypher stents). A small septal branch occlusion occurred during treatment of the proximal to mid lad. Sometime later on the same day, the patient was diagnosed with a non q-wave lateral mi associated with a non-target vessel. Cardiac enzyme elevation was indicated (peak ck=2 times above unl and troponin = 3 times above unl).

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Add'l info will be submitted within thirty days upon receipt. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2007-01772.